Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: screw head with about a 5mm long remainder of the threaded part received. The relevant dimension of the cortex screws was as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-1). The fracture face is homogenous, which indicates material conformity and has the typical view of a forced fracture. No product fault could be detected. The part 214.834 was manufactured in january 2014. The part 214.840 was manufactured in october 2013. Based on the provided information we are not able to determine the exact cause of this occurrence. It is likely that a mechanical overload during the insertion caused this breakage like an excessive contact with the plate, which would explain why the remaining thread flanks of the screws are deformed. H11: d3device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during osteosynthesis pseudoarthrosis of femor plate surgery that after drilling 3.2 diameter holes in the plate the surgeon attempted to place two cortical screws with a hand screwdriver and the screws broke. The screw heads were able to be removed but the shafts remained in-situ, the broken tip could not be removed. Additional screws were used to complete the assembly. The event resulted in less than a 15 minute delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.